Manufacturer narrative:
Section b3: date of event is estimated. Section d4: device model number and UDI is unknown. Section d6a: device implant date is unknown. Section h4: device manufacturer date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The event of unknown surgery was reported to abbott. The leads were explanted due to lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Manufacturer report number 1627487-2024-07493. It was reported that patient's device was displaced inferiorly. Due to the patient's need for an MRI, to address the issue, surgical intervention took place to explant the device.